Event description:
Pt had left upper extremity shuntogram. Pt was admitted to hosp 2 days later with fever and weakness. Blood cultures on admission were positive. Pt is a hemodialysis pt. When pt's shunt access was being cleaned prior to dialysis, a small piece of white plastic was poking out through the skin. Upon removal from pt, a 1/2 inch long plastic catheter with a jagged, cut edge on one end and a smooth edge on the other was identified.